Manufacturer narrative:
(B)(4). Year of birth: (B)(6). Foreign country: (B)(6). 00-5996-058-02 lcck tibia size 8, 00-5988-021-14 nexgen stem extension 14x155mm. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01058, 0001822565 - 2022 - 01178.

Event description:
It was reported the patient underwent initial right total knee arthroplasty on an unknown date with unknown product. The patient was revised due to infection with cement spacer placement. The cement spacer was removed and an lcck tka placed without complication. Subsequently, the patient presented with pain and radiographic evidence of implant fracture. During the revision, synovitis was noted. The loose tibial components were replaced without complication. Additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to be not reportable, as fracture and harms are against the stem/tray. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, this device was determined to be not reportable, as fracture and harms are against the stem/tray. The initial report was forwarded in error and should be voided.